Event description:
In this event it is reported that a protaper next nitifile x1 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
Summary: a protaper next nitifile x1 25mm was returned in loose. The file is broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. Other involved files that broke during use are not available and cannot be analyzed. The batch number is unknown / uncertain, DHR cannot be reviewed. No unused file was returned for evaluation specifically for this complaint case. Root causes are not identified. We will track this kind of event and monitor the trend.